Event description:
Consumer purchased a hosp bed on 07/2005 from the internet co. The bed was delivered to home in 01/05/2006. After placing the bed in the room, there was a distinct odor in the room the next morning. We unzipped the air mattress to find the foam overlay is laden with blood and body fluids and reeks of mold. The bed itself has been spray painted over the dirt and dust and is peeling and flaking. The bed was to have been refurbished. But there are no signs of this refurbishing on any of the mechanical parts or motors. The underside of the bed had blood spots that we have washed off. The air mattress is ridden with small holes and is dry rotted.